Manufacturer narrative:
Device evaluation results: one pneupac ventilator was returned for investigation in used condition. The ventilator was hooked up to an oxygen supply and the device was turned on. The customer reported product problem (pressure drop) was confirmed. The product problem occurred due to leaking from the relief valve assembly. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the missing alarm reed holder, and alarm reed.

Event description:
It was reported that the pressure dropped on the pneupac ventilator. In addition the reed switch was missing. No patient injury or complications were reported in relation to this event.